Manufacturer narrative:
Should additional information become available, this report will be updated. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was explanted and replaced approximately 15 months after the initial implant. The lead had been initially placed in an anterior vein; however, the patient was not responding to therapy. Therefore, the physician elected to implant a new lv lead, which was placed in a different branch in the coronary sinus. No additional adverse patient effects were reported. It is unknown at this time if this lead is available for return.

Event description:
This left ventricular (lv) lead was explanted and replaced approximately one year after the initial implant. This lead was placed in an anterior vein; however the patient was not responding to therapy. Therefore, the physician decided to explant this lead and replace it with a new lead to target a different branch in the coronary sinus. No additional adverse patient effects were reported. It is unknown at this time if this lead is available for return. Additional information was provided by the field representative indicating that this lead was not able to be located. The field rep could neither confirm or deny whether this lead was sent back for analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Insufficient information e2401-captures patient code: 9212: patient problem/medical problem.